Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿a nurse reported that during a procedure there was an issue with the cassette. The surgeon was unable to refill the chamber. The patient experienced a cloudy cornea. Additional information has been requested but none has been received to date. Corneal haze describes a cloudy or opaque appearance of the cornea. The cornea is normally clear, so corneal haze can impair vision. Although the haze can occur in any part of the cornea, it is most often found within the thicker, middle layer of the cornea, called the stroma. Corneal haze is most often caused by inflammatory cells and other debris that is activated during trauma, infection or surgery. Corneal haze is usually successfully treated with steroid eye drops. Corneal haze following cataract surgery usually fully resolves in the setting of a normally functioning endothelium, aided by an appropriate post-operative regimen. Several factors interact to ensure corneal transparency in the normal eye. The corneal stroma naturally imbibes water because of two forces: the hydrophilic proteoglycans that exert an osmotic pressure to pull water into the stroma and the intraocular pressure that drives water through the endothelial barrier. The corneal endothelium counteracts this response actively by dehydrating the stroma by acting as a pump, as well as passively through the integrity of the cellular membrane barrier. The epithelial cellular membrane also acts as a barrier. Corneal haze post-operatively is often times transient and resolves itself over time provided there is enough functional endothelium left. There is insufficient information regarding the patient¿s ocular history and the surgery details to determine the cause of the cloudy cornea.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that during a procedure there was an issue with the fluid management system. The surgeon was unable to refill the chamber. The patient experienced a cloudy cornea. Additional information has been requested but, none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).